Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in 2017 due to high blood glucose. Blood glucose at the time of the admission was 800mg/dl. The customer states was not feeling well for 3 days and stayed in the emergency room for 3 days. The customer declined to troubleshooting for high blood glucose, does not have her pump with her anymore will discuss issues with doctor.